Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that during service/test of the intra-aortic balloon pump (iabp) by the customer, a battery performance investigation was required. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer reported that new batteries were shipped to the customer as a preventative measure. The field service engineer has not performed any work on the iabp unit. The customer reports no further problems with this unit.

Event description:
It was reported that during service/test of the intra-aortic balloon pump (iabp) by the customer, a battery performance investigation was required. There was no patient involvement, thus no adverse event was reported.